Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated 4 times at 8 atm's for 6 second durations. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the stent however excessive force was not used. It was reported that the stent failed to cross the lesion and stent deformation was observed upon removal from the patient with burrs noted to the front of the stent. It was indicated that the event occurred due to the serious calcification of the patient and that it was not caused by the product quality. The patient is reported to be alive with no injury.